Event description:
While drawing blood from patient butterfly tubing started dripping blood onto bed/nurse. It was noted butterfly tubing had puncture in it. Product: bd vacutainer push button blood collection. Lot number: 0246266.